Event description:
During the atrial fibrillation procedure, the signals for both body surface ecgs and intracardial recording were not displayed on either carto3 or the recording system when the catheter was connected. No error message was displayed. The issue was resolved after the catheter was exchanged. The procedure was completed without patient's consequence.

Manufacturer narrative:
(B)(4).